Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745 serial# (B)(4). Product type: programmer, patient. Product ID: 97745bp lot# nlh067655n product type: accessory. Product ID: 97745 serial# (B)(4). Product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned they would charge their implanted neurostimulator(ins) with the recharger antenna, but for the past two-three days, the controller had been charged at 100% and the ins had been charged at 70% and the controller would not decrease on charge and the ins would not increment even though they charged the ins with the recharger antenna. During the call, the they performed a hard reset of the controller and the controller displayed ins charge at 50 or 60%, but the controller was not charging even though the li battery pack was installed and the controller was plugged into the wall. The patient removed li battery pack and reinserted li battery pack 2 times, but green light was not flashing on the controller screen even though the controller was plugged into the ac power supply. They said the controller was switching from group c to group d to group b without them performing any action on the screen. An email was sent to the repair department to replace the controller and li battery pack. They had difficulty getting the back cover of the controller and had difficulty removing li battery pack. They had to use tool to pry the battery pack out of the controller. They had group c, d, and b (program 1) on the controller. They said they were on group c, but should be on group d. Additional information was received. It was reported that he received the controller replacement but is concerned because his ins battery does not seem to be discharging. They reported seeing a software problem message. The patient turned the controller on and stated the controller and the li battery are charged at 100%. They verified that his ins is on. The patient stated he is on group b with stimulation @ 1.0 amplitude. The patient also stated that he charges his ins every night. It was reviewed that the current level of stimulation is not going to draw that much power from the ins. The patient did increase stimulation to 5.5 and stated he will monitor the levels of the ins and try not to charge to make sure it does decrease.